Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the available information it cannot be defined what role the reported crack in the lateral wall of the proximal femur and the inadequate reduction did play. If more information is provided, the case will be reassessed.

Event description:
As reported: "a patient who underwent open reduction and internal fixation (orif) for a trochanteric fracture of the femur on (B)(6) 2025. A lag screw fractured at the screw hole site, necessitating revision surgery on (B)(6) 2025. The surgeon determined the cause to be a crack in the lateral wall of the proximal femur and inadequate reduction. The nail fracture was detected during a postoperative follow-up outpatient visit. The patient reported no pain or other symptoms. Although bone union had not occurred, no further fractures related to the nail fracture were identified. Update november 17, 2025. "Only the nail broke. It broke at the screw hole where the lag screw is inserted."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a patient who underwent open reduction and internal fixation (orif) for a trochanteric fracture of the femur on (B)(6) 2025. A lag screw fractured at the screw hole site, necessitating revision surgery on (B)(6) 2025. The surgeon determined the cause to be a crack in the lateral wall of the proximal femur and inadequate reduction. The nail fracture was detected during a postoperative follow-up outpatient visit. The patient reported no pain or other symptoms. Although bone union had not occurred, no further fractures related to the nail fracture were identified. Update november 17, 2025 "only the nail broke. It broke at the screw hole where the lag screw is inserted."